Event description:
Pt was in to receive a cataract extraction. Phaco handpiece overheated resulting in a corneal burn at the location of insertion. No permanent damage or significant damage to the pt.